Manufacturer narrative:
On 10/24/2016, ad-tech contacted (B)(6) (contact person) to obtain more information about the event. No lot number could be obtained for the impacted fo04k-sp05x-000. According to (B)(6), their speculation was that the foramen ovale (fo) electrode pierced a large vessel in the vascular area of the brain which caused the hemorrhage. This is considered a rare complication. He also stated that in most vascular areas of the brain, there is no margin for error. As an autopsy was not conducted on the body subsequent to death, this is considered a speculation from the customer. (B)(6) stated that the electrode functioned as intended but that the placement of the electrode was not ideal, specifically because it was stated in the initial medwatch report that "... During placement of the electrodes in the operating room under fluoroscopy, the right electrode tended to advance superiorly as opposed to posteriorly. The surgeon tried to reposition the needle 3 times, and the electrode always ended in the same place. There was no resistance when the fo lead was advanced. The case was done using fluoroscopy with very limited degrees of freedom in the placement. The electrode most often flows the path of least resistance. It does not have a stylet. Despite the not ideal placement, the surgeon elected to leave the electrode in place, as in the past, the eeg technical staff have been able to get successful recordings even if the electrode is not optimally positioned." No device history record review could be completed for the electrode as no lot number was available. As stated in the initial medwatch report from the customer, "... The epilepsy team concluded that the monitoring had been successful and requested to have the electrodes removed..." Based on this information and the follow up information that was received on 10/24/2016, it can be confirmed that the electrodes functioned as intended and the event was not a result of a malfunction occuring from the fo electrode. The alleged deficiency could not be confirmed as the product was discarded at the site and not returned for product evaluation. A historical review of previous complaints was performed to determine if this type of event has occurred in the past. No complaints were identified similar to this type of event. A corrective action/preventive action (CAPA)/investigation review was also completed to determine if a systemic deficiency exists. No capas were identified related to this issue. On 11/18/2016, ad-tech filed MDR 2183456-2016-00007 to associate with the customer's MDR (B)(4). There was no need for a recall as the electrode functioned as required. Although a death occurred, the most probable cause for this event was due to a large vessel being pierced in the vascular area of the brain, by the fo electrode, which caused the hemorrhage. This occurred during the placement procedure of the electrode within the patient. According to the risk assessment, the severity was deemed "4" based on the potential harm "mechanical energy-damage to healthy tissue". The occurrence of the issue was deemed "2" based on the mean annual clinical uses (9917) versus the mean annual number of complaints (0) whose returned analysis supported the alleged deficiency. As a result, per engr-2002, the risk is classified as alap (as low as possible). The risk must be reduced or eliminated as far as possible until further control measures are shown not to improve the safety of the device. The most applicable risk file does not have this relevant line item. Thus, as a corrective action the proposed line item "placement leads to or complications" was added to the risk file. Based on the information above, the complaint has been closed and monitored moving forward. Update: MDR 2183456-2016-00007 was resubmitted on 7/22/2020 because at the time this report was originally submitted (11/18/2016), it was inadvertently submitted as a follow-up report instead of an initial report. This was corrected on 7/22/2020 per FDA's request.

Event description:
On 10/21/2016, ad-tech received a medwatch form FDA 3500a from the FDA. The medwatch report ((B)(4)) had been filed by a hospital who used foramen ovale (fo) depth electrodes on an elderly patient. Per the medwatch report, it was stated that "an elderly female was admitted to rule-out epilepsy pseudodementia. She was prescribed for aeds; taking keppra and dilantin. She had experienced a two year degenerative decline including confusion, memory decline, and staring spells. Admitted for long-term eeg brain wave monitoring. Fo depth electrodes were surgically placed in the or under fluoroscopy. When the right lead was removed a few days later, the patient had left sided changes immediately and the CT scan showed an enlarging hemorrhage. The patient was transferred to the intensive care unit and did not improve neurologically. She subsequently died one week later."